Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The device originally had the sensing vector set to the alternate vector. After the first inappropriate shock, the sensing vector was changed to the secondary vector. The patient received two more inappropriate shocks. The shock impedances were around 115 ohms. The doctor elected to implant a transvenous system. This subcutaneous system remains implanted but programmed off. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The device originally had the sensing vector set to the alternate vector. After the first inappropriate shock, the sensing vector was changed to the secondary vector. The patient received two more inappropriate shocks. The shock impedances were around 115 ohms. The doctor elected to implant a transvenous system. This subcutaneous system remains implanted but programmed off. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The device originally had the sensing vector set to the alternate vector. After the first inappropriate shock, the sensing vector was changed to the secondary vector. The patient received two more inappropriate shocks. The shock impedances were around 115 ohms. The doctor elected to implant a transvenous system. This subcutaneous system remains implanted but programmed off. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.